Manufacturer narrative:
The returned device was evaluated. During investigation of the device, it was found that the battery does not charge to the acceptable capacity. A service history record review reveals that this unit was in the field for over 2 years with no previous reported issues prior to this reported event.

Event description:
It was reported that the device would not hold a charge. Customer reported the event was discovered in house with testing and the unit operates fine with a/c power, but once unplugged the unit went dead. Reportedly, there were no alarms or error messages prior to malfunction. There was no pt involvement.